Manufacturer narrative:
The device was received for evaluation and successfully passed testing. All devices must meet all quality criteria and manufacturing specifications prior to release. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. Available log files were retrieved and analyzed which showed device performance was without deficiency and was unremarkable. There was no indication of a device malfunction from the available information. UDI:(B)(4).

Event description:
A report was received on 06 sep 2022 from the dialysis nurse of a 57-year-old transitional care program male patient with a complex medical history including end stage renal disease who stated the patient experienced shortness of breath (sob), diaphoresis and cardiac arrest approximately one minute into a hemodialysis treatment on (B)(6) 2022. Per the nurse, the ¿blood just got to the dialyzer¿ when the event occurred. At the time of paramedic arrival, the patient had a pulse and was transported to hospital and admitted with a diagnosis of ¿shortness of breath¿. Additional information was received on 09 sep 2022 from the dialysis nurse stating that the patient was discharged (B)(6) 2022 and has recovered to baseline status and resumed treatment with nxstage.